Manufacturer narrative:
The carefusion failure analysis lab received the suspect faulty gas delivery engine and was able to reproduce the reported issue and isolate it to a faulty blender. This failure is part of an internal investigation

Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient the unit was giving high fio2 alarms. The biomed replaced the o2 cell, performed the blender balance regulator adjustments and there was no change to the unit. The blender was set to 65% fio2 but drifted to 80% fio2. There was no harm to the patient.